Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occured. The 99% stenosed and calcified lesion was located in moderately tortuous distal right coronary artery (rca). Following ablation of the lesion with the rotablator rotalink plus 1.50mm atherectomy device, the maverick2 15mm x 1.5mm balloon catheter was advanced without resistance for pre-dilatation. On the initial inflation, the balloon ruptured at 10atms. The procedure was completed with another of the same device. There were no patient injuries or complications reported. The patient's status is reported as "good".